Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, using incorrect tools, not prescribing antibiotics pre-operatively, and the patient not attending their post-op visit have been ruled out as potential causes. However, the patient experienced a fall which opened up one of their wounds. Additionally, the patient has diabetes, kidney disease requiring dialysis, and has poor wound healing, which may have contributed to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes as follows: -severe force applied to the implant as the patient experienced a fall (user error-patient). -the patient is a poor candidate due to health, weight, age, and mental capacity as the patient has diabetes, kidney disease requiring dialysis, and has poor wound healing (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported they experienced a fall and potentially opened up one of their wounds which appeared red and had a little drainage. The wound was cauterized, cultures were obtained (results are not available), a dressing was applied, and prophylactic antibiotics were prescribed. The patient is following up weekly with a wound clinic. During a follow up visit on (B)(6) 2024, both wounds appeared to have drainage although the lead was not eroding and an infection was not present. The patient was advised to continue wound care, follow up with their primary care physician, and not use the external components of the device until the wounds are healed. The devices are still implanted and their are no plans to revise or explant the device at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, multiple tunneling attempts, using incorrect tools, not prescribing antibiotics pre-operatively, and the patient not attending their post-op visit have been ruled out as potential causes. However, the patient experienced a fall which opened up one of their wounds. Additionally, the patient has diabetes, kidney disease requiring dialysis, and has poor wound healing, which may have contributed to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes as follows: severe force applied to the implant as the patient experienced a fall (user error-patient). The patient is a poor candidate due to health, weight, age, and mental capacity as the patient has diabetes, kidney disease requiring dialysis, and has poor wound healing (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported they experienced a fall and potentially opened up one of their wounds which appeared red and had a little drainage. The wound was cauterized, cultures were obtained (results are not available), a dressing was applied, and prophylactic antibiotics were prescribed. The patient is following up weekly with a wound clinic. During a follow up visit on (B)(6) 2024, both wounds appeared to have drainage although the lead was not eroding and an infection was not present. The patient was advised to continue wound care, follow up with their primary care physician, and not use the external components of the device until the wounds are healed. The devices are still implanted and their are no plans to revise or explant the device at this time. Additional information was received on april 24, 2024. The patient reported their wounds were still not healing and they were admitted to the hospital for osteomyelitis. The cause of the osteomyelitis is unknown. An explant procedure was performed on (B)(6) 2024. The wounds have healed and the patient is doing well after the explant.